Event description:
It was reported that upon post-op review of fusion case, it was discovered that the rod had dislodged from one of the pedicle screws. Patient outcome: no information has been provided at this time.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown; explanted date - unknown; manufacture date ¿ unknown.